Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the left anterior descending (lad) and the diagonal. The vessel was not tortuous and the lesion was not calcified. During the procedure, the physician used the kissing stent technique. The physician delivered a 2.50x16mm taxus express2 drug eluting stent to the diagonal, and then went to deliver a 3.00x16mm taxus express2 drug eluting stent to the lad, but had difficulty advancing the stent delivery system over the guidewire. The physician removed and re-advanced both stents multiple times, and the 2.50x16mm taxus stent dislodged off of the balloon when attempting to remove it. The stent was seen in the guide catheter, but when everything was pulled out, the 2.50x16mm taxus stent could not be found. It was then found in the left main (lm). In the attempt to snare the stent, it was advanced down the cx and then down in the lad. Another 2.50x16mm taxus express2 stent was placed in the diagonal and deployed in the diagonal ostium. Then, a 2.5x12mm maverick balloon advanced to the lad and inflated multiple times. A 3.00x16mm taxus express2 stent was delivered and deployed in the lad at 22 atms for 10 seconds. After multiple attempts to "entrap" the dislodged 2.5x16mm stent, it was crushed against the lad wall with a 1.5x15mm maverick balloon with multiple inflations. The procedure was completed without patient complications or injuries and the patient condition is listed as good.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.